Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after one recapture, the capsule of this delivery catheter system (dcs) separated. The system was removed and a new system was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received the valve was recaptured due to a suboptimal position. No adverse patient effects were reported. D9. H6. Eval code method, eval code result, eval code conclusion product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule partially opened and the end cap/screw gear snap fit connected. Upon visual inspection, the handle and the tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. Damage was observed on the threading of the screw gear. Functional analysis revealed the capsule could not be successfully retracted using either the deployment knob, or by using the trigger. However, the trigger moved to fully advanced and retracted positions and locked in place when released. The nosecone was noticeably loose at the end of the capsule, signifying possible damage to the inner member shaft. Analysis confirmed the reported event for capsule separation. Conclusion: capsule separation may occur due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. A conclusive root cause of the capsule separation cannot be determined based on the limited information available. Historically, the cause of an inner member shaft break resulting in tip detachment has been related to manipulation (twisting or torqueing) of the device by the user resulting in damage to the inner member shaft. Damage observed on the threading of the screw gear is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or after a misload has occurred. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. The reported event for positioning difficulties could not be confirmed in the analysis. Procedural images were provided and an image review was completed. Two valve load inspections were provided for review and are deemed acceptable loads. CT imaging provided shows the presence of calcium. The reported events of capsule separation and positioning difficulties cannot be seen in the images provided. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.